Manufacturer narrative:
Investigation completed on 12/12/2016. Trending analysis: no manufacturing or design related trend has been identified. Conclusion: in summary, the device was not released for evaluation (¿not being returned for evaluation for the time being¿). Therefore, the root cause to the end users experience could not be determined. A DHR review cannot be performed at this time as the lot number was not provided by the customer, nor was the product sent in for inspection. Due to the nature of this reported failure the mayfield patient positioning for success chart has been provided to the customer as a refresher tool.

Event description:
On (B)(6) 2016, the a2002 mayfield 2000 radiolucent skull clamp was in use on a (B)(6) female patient undergoing a cervical laminectomy and fusion procedure when it slipped and caused a laceration. The surgeon put the mayfield on the patient's head and the patient was flipped to the prone position. The team was getting ready to attach the mayfield arm to the mayfield head holder when the mayfield either loosened or the pin slipped and the patient's head dropped an inch or so (i.e. 60 lbs of pressure slipped to somewhere less than 20 lbs). The mayfield pin caused laceration to the temporal parietal scalp area. The laceration was immediately stapled and the patient was fine. Adult disposable integra skull pins were in use and were discarded after the case was completed. The physician discussed the possibility that the shape of the patient's head may have contributed to the incident.